Event description:
User chatted in stating patient tried and failed true metrix strips. No additional information provided via chat or on the pa. Hcp did not consent to follow up, no further information provided or available in regard to this report. (B)(4).